Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. Additional information provided by the hospital medical records indicated the pre-op echo showed normal hemodynamics, significant ai/pvl, a mean gradient of 9mmhg and a peak gradient of 19.5mmhg. The decision was made to deploy a second valve in hopes of reducing the pvl. A 23mm sapien 3 ultra valve was implanted inside the existing 26mm sapien 3 valve. The post deployment echo, however, showed there was only a slight reduction to mild. There were no ew device malfunctions or complications. The patient was reported to be in stable condition at the end of the procedure. Pod1 echo showed ai/pvl was mild, the mitral clips remained in stable position and with 'significant' mr, an aortic mean gradient 14mmhg, pulmonary pressures of 40mmhg and an ef 60%. There was no mention of further intervention planned for the aortic valve. The patient was discharged in stable condition on pod#3. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the worsening pvl six years and ten months post implant is unknow but may be due to the factors mentioned above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, six years and ten months post implant of a 26mm sapien valve, the patient developed mild-moderate perivalvular leak (pvl). The decision was made to deploy a second valve. A 23mm sapien 3 valve was implanted inside the existing 26mm sapien in hopes of reducing the pvl grade. The post deployment echo, however showed there was only a slight reduction. The patient was reported to be in stable condition at the end of the procedure.